Manufacturer narrative:
The investigation determined that the sample ID for a patient sample was associated with the incorrect patient name when processed on a vitros 350 chemistry system. The most likely assignable cause of the event was determined to be user error. The customer reused a sample ID without ensuring the previously programmed sample ID was processed to completion or deleted prior to reuse. The tsc directed the customer to the ¿sample ID reuse¿ section of the vitros 350/250 chemistry operator¿s manual which describes how to properly manage sample ID numbers that were previously used and not processed to completion or deleted. The customer had no further requests. The vitros 350 chemistry system did not malfunction.

Event description:
A customer reported that the sample ID for a patient sample was associated with the incorrect patient name when processed on a vitros 350 chemistry system. Incorrect results associated with a patient sample could potentially lead to inappropriate physician action. The customer identified the discrepancy and no erroneous results were reported. There was no allegation of actual patient harm associated with this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).